Manufacturer narrative:
Analysis was performed on the returned device. The reported failure to fire was observed as typical damages seen with a suture retrieval issue. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed an indication of a product quality issue. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined that the reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Corrections: brand name: updated common device name: updated name, address 1, city, postal code: updated.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was an attempted arteriotomy closure of the right common femoral artery using a proglide device relative to an endovascular repair of aorto-bi-iliac aneurysm procedure. Reportedly, the suture did not deploy. The method used to achieve hemostasis was not provided. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.